Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ were there any unexpected outcomes or complications resulting from other than the sutures snapping, no¿no patient related unexpected outcomes or complications. ¿ - which tissue was being sutured when the event occurred? Vessels. ¿ - was additional dissection required in other organs/tissues other than the target tissue? No. ¿ - was there any change in the patient¿s post operative care due to the prolonged procedure? No. Additional h11: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 5, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, surgeon using ep8711h, sutures repeatedly snapping, nurse opened a few of each before determining it must be the lot. They discarded the affected boxes. They had boxes of another lot number so they could continue the procedure. No adverse patient consequences were reported. Additional information was requested.